Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the native aortic valve via transfemoral approach, too much stored tension was noted in the delivery system toward the aorta. The horizontal root and nature of the bicuspid calcium made it difficult to position the valve freely within the annulus. In attempting to pull the thv more aortic, stored tension was created which was not fully transferred until the balloon was inflated. The first valve embolized aortic and was positioned within the descending thoracic aortic wall just proximal to the subclavian. Careful attention was made in the second valve deployment to ensure free movement both ventricular and aortic before deployment. Second valve was deployed successfully and the patient is doing great.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions, device code, impact code and clinical code. Added new information to h.6 type of investigation and investigation findings. In this case, per report, the valve embolized aortic due to patient (horizontal root, bicuspid valve calcium) and procedural factors (release of stored tension due to severe tortuosity). There were no allegations or indications of an edwards' device malfunction. These events are covered under FDA thv/tvt registry exemption e2016006 and will be reported via edwards summary reporting. Therefore this individual MDR is being retracted.